Event description:
A customer contacted stryker to report that the device's 12 channel lead button did not work. Other keys were found to not be working, including several buttons on the small and main keypad. Defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The interface pcb was found to be defective. After replacing the main keypad and interface pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.